Manufacturer narrative:
Update 05mar2024: root cause: a malfunction could not be confirmed, therefore no root cause can be stated. Based on the analysis of log files, the initial reporter's statement that the ventilator suddenly stopped ventilating cannot be confirmed. According to the log files, ventilation continued until the operator put the ventilator in standby mode. No technical alarms were logged, only alarms that are related to patient settings were triggered during therapy. The service technician could not reproduce the reported ventilation stop and found no malfunctions during testing, the device functioned as intended. The audible leak that was perceived by the operator most likely occurred in one of the consumables or other items used as part of the ventilation setup: - breathing circuit set - artificial airway - proximal flow sensor - expiratory valve. The consumables used were not made available for examination.

Event description:
A doctor noted that the ventilator "suddenly stopped ventilating" and had an audible air leak but they did not see any error messages. The patient started desaturating, was given o2 and then the ventilator was swapped for another. The ventilator was later tested with the same settings and no leaks or other malfunctions were found. It passed all tests and calibrations. There was no serious deterioration in the health of the patient, user or other person. Investigation is ongoing.

Manufacturer narrative:
Update 05mar2024: root cause: a malfunction could not be confirmed, therefore no root cause can be stated. Based on the analysis of log files, the initial reporter's statement that the ventilator suddenly stopped ventilating cannot be confirmed. According to the log files, ventilation continued until the operator put the ventilator in standby mode. No technical alarms were logged, only alarms that are related to patient settings were triggered during therapy. The service technician could not reproduce the reported ventilation stop and found no malfunctions during testing, the device functioned as intended. The audible leak that was perceived by the operator most likely occurred in one of the consumables or other items used as part of the ventilation setup: breathing circuit set, artificial airway, proximal flow sensor, expiratory valve. The consumables used were not made available for examination. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only.